Manufacturer narrative:
One cadd® administration set was returned for evaluation. The sample was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample was conducted at a distance of 12" to 24" and under normal conditions of illumination. During visual inspection, it was found that the sample showed a partial detachment of the tubing between the pump tube and the pump pressure plate due to excess solvent. An attempt to replicate the detachment on in-process administration sets found that the detachment could be replicated if an excessive amount of adhesive was used to bond the pump tube to the pump pressure plate. Investigation determined that the root cause of the observed issue was due to manufacturing.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066816.the device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set was leaking from the cassette where the tubing attached. The leakage occurred immediately after the patient was connected to the tubing. Due to the incident, the administration set had to be changed immediately. It was unclear what the impact to the patient was.